Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that since implant, the ins has been implanted really close to the patient's skin; very superficial. It was noted that the prior ins had been implanted deeper than the current ins. Additionally, it was reported that since implant, the ins site has gotten very hot underneath the skin with the most recent occurrence occurring on or around (B)(6) 2018, at which time the patient had to jump up because it hurt them so bad. Someone felt the ins site and said it had felt really hot. It was noted the ins doesn't get hot when recharging, and the ins seems to work fine; it just occasionally gets hot. It was also reported that ins has gradually moving around in their "bum" because they have lost 95 pounds since the (B)(6) 2017 implant. No falls or trauma were reported to have occurred. They were redirected to see their doctor to assess the ins site and check the device. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient wanted a rep at their appointment on (B)(6) 2018. The patient said she was having trouble with the ins. The patient said the wires on the back of her neck were sticking out, but they are not piercing the skin. The patient didn't know if it had to do with her losing weight or not, but she can feel it. No further complications were reported.